Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The log shows the pump restart attempts. Surgical mode is turned on and off five times. The second time the pump is put in surgical mode is for about a minute and a half. When the pump is taken out of surgical mode the pump is attempted to be restarted a few times. Surgical mode is then turned on for a period of about thirty seconds and then turned off. Unsuccessful pump restarts are attempted. Surgical mode is then turned on for approximately 13 minutes. The pump is then successfully restarted. Surgical mode is enabled for the fifth and final time for about five minutes. The pump is successfully started after this event. There are suction events throughout the duration of the case. The cause of the pump stop was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump was placed in surgical mode, then when attempting to go back to pressure p1 the motor current increased and the pump stopped. Several unsuccessful attempts were made to restart the pump. There was no patient harm reported, the impella was removed, bypass was initiated and the coronary artery bypass procedure successfully completed.